Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had carbonization on cover glass light guide. The event occurred during an unspecified therapeutic procedure. The scope had to be removed from the patient to clean the cover glass, which cause the procedure to take longer. The extension of the procedure did not cause a serious deterioration in the health of the patient. The procedure was completed using another device. There was no report of patient harm associated with this event.